Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) channel. There was no pacing inhibition. The ra lead is a competitor's product and was surgically abandoned and replaced. This crt-d remains in service. The physician was unable to determine the cause of the observation. No additional adverse patient effects were reported.